Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula.

Event description:
It was reported that the patient's blood glucose level (bg) rose to 290 mg/dl while wearing the pod between 37 and 48 hours. Upon realization of high bgs, the pod was removed from the infusion site (leg), and it was observed that the pod was leaking insulin, and the cannula was bent. As treatment, manual injections of insulin was delivered, and a new pod was applied.